Event description:
It was reported that review of records revealed t-wave oversensing while evaluating a stored egm strip for ams. The device was reprogrammed.

Event description:
New information provided indicated that post-paced t-wave oversensing issue remained. Additional reprogramming was made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.